Event description:
The pt performed a blood glucose test on the suspect device upon awaking. The result was 41mg/dl. Pt drank a soda and returned back to bed. Pt later woke up and had impaired coordinator. Pt called 911. Emergency medical technician's gave them and IV and d50. Pt was taken to the hosp and a nurse checked their blood glucose on another meter. The result was 188mg/dl.